Event description:
It was reported that during a total gastrectomy procedure, the tissue pad was burnt and melted. Another device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Date sent: 07/10/2008. Info anticipated, but unavailable at this time.